Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, a supply change was started, however, the customer declined to complete the current check and stated they would follow up. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.